Event description:
It was reported that the programmer screen turned on but was completely white. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the display screen was all white when powered on, the programmer booted normally and correctly in testing, however the hard drive was reimaged and the software reloaded as a preventive. It was noted that the display did drop and that the system fan was noisy and therefore both the right and left lower hinges were replaced as was the system fan. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).